Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient reported that this past summer, he began to have severe stomach / gut pain that did not resolve. He went to a local emergency room in which cardiac events were ruled out and was diagnosed with an intercostal muscle strain. On (B)(6) 2018, an esophagogastroduodenoscopy (egd) revealed erosions in the stomach down into the jejunum in which the gastroenterologist (gi) felt it was related to the peg-j tube. On (B)(6) 2018, the gi physician removed the j tube, which was disposed of and had tissue on the tip. The gi physician stated that the j tube was embedded in the antrum of the stomach and the tip of the j tube could not be seen. The patient had an ulcer in the duodenal bulb but there was no perforation of the stomach and the belly was soft.